Event description:
It has been reported to philips remote monitoring identified that that the system alerted - flexvision pc grabber cards are not initialized. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the system and reviewed the log, confirming that a frame grabber card initialization error had occurred. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. A third-party service engineer was directed to reload the operating system (os) and software of the flexvision pc. Reloading the os and software resolved the issue, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.